Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the freestyle librelink application. Customer states that app is taking too long to scan sensor. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of severe low blood sugar, sweating, shaking, and requiring treatment of oral glucasprint by non-hcp. There was no report of death or permanent injury associated with this event.

Event description:
An unspecified issue was reported with the freestyle librelink application. Customer states that app is taking too long to scan sensor. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of severe low blood sugar, sweating, shaking, and requiring treatment of oral glucasprint by non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the samsung galaxy device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.